Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 401:317:850:0000 during patient therapy. The device stopped infusion and an audible alarm started. The tubing was removed from the device and used with another device. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). The field corrective action number has been provided.

Event description:
It was reported that revision surgery was performed due to dislocation. The primary surgery was performed in 2009. The revision was performed in 2010.

Manufacturer narrative:
(B)(4).upon further review of the device event history, failure code 401:317:850:0000 did not interrupt delivery; therefore, this is not a reportable malfunction. No additional reports will be submitted for this event.